Event description:
The customer contact reported, a tubing separation. The tubing set was being used to deliver an unspecified IV solution via a central line. After a few minutes in use, the tubing separated at the leg of the distal y-site. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.